Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set fell off event after five hours of use on (B)(6) 2026, which resulted in high blood glucose. The event was treated with a correction injection via mdi (multiple daily injections). The infusion set was replaced, and insulin delivery was successfully resumed.